Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) initially this event was assessed as MDR reportable for a thrombus/clot issue. During review on (B)(6) 2021, a correction was noted to the assessment as this event should have been assessed as char which is not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Medical device problem code remains as ¿device contamination with body fluid¿.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. It was reported that during the procedure, while ablating the right atrium (ra), ablation could not be continued due to a temperature rise; electric current was stopped due to an increase in temperature. There was no error code. When the catheter¿s tip was checked, a thrombus was found attached to it. The cable was replaced, and the temperature issue was resolved. The thrombus was wiped off, and the procedure was continued with the same catheter. No patient consequences were reported. No neurological symptoms were observed. The procedure was successfully completed. The product was used in compliance with the instructions for use (IFU).